Event description:
A cgm error, referenced as error 42, was reported by the caller after using a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process, successfully eliminating the error and starting their sensor session.